Manufacturer narrative:
The quadrature body coil seal that was damaged was secured/replaced/installed and the system was handed back to the customer for use. A field action was initiated under 2023-pd-mr-013. A field safety notification was send to the customers informing them about this potential issue. A field correction is scheduled to be released in q4-2024

Event description:
Philips received a report that the quadrature body coil (qbc) seal was ldamaged. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is damaged it is likely that this could lead to serious injury.